Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloat"), alopecia ("lose hair"), back pain ("back still hurts") and cardiovascular disorder ("circulation is good! I feel back to my normal self"). The patient was treated with surgery (essure removal (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, alopecia and cardiovascular disorder had resolved and the back pain had not resolved. The reporter considered abdominal distension, alopecia, back pain, cardiovascular disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events pain nos, bloating, hair loss, back pain, circulatory system disorder were added. Event medical device removal was deleted and captured as a non-drug treatment for pain. Essure removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.